Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp was diagnosed with peritonitis while using the homechoice system for apd therapy. According to the hcp, the hp was treated for peritonitis and eventually had their catheter removed in 2002. Hcp relates that they do not attiribute peritonitis to baxter products and suspects that the peritonitis may have occurred as a result of touch contamination, either by the hp's family member or the staff of the nursing home where the hp resided. Hcp relates that they have no additional incident details to provide.